Event description:
This spontaneous case was received via email from a consumer regarding a 4-year-old from the united states in association with bravery badges colorwash refill pack. On (B)(6) 2024, the consumer had a bravery badges colorwash bandage applied which was to be applied twice a day to cover the skin boil. On (B)(6) 2024 after wearing the product for approximately 8 hours, the consumer had trouble removing the bandage and asked for her mom for help to pull off the bandage. Her skin was ripped off and she bleed. The mother reached on to a medical doctor and was advised to continue to use the mupirocin cream to the area of the new wound. Subsequently, her mother her applied the mupirocin with a different bandage. As of (B)(6) 2024, the area was healing but not completely resolved, but the consumer's mother expected the area would be resolved by the end of the day.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.